Manufacturer narrative:
Section b1: correction. Section h3: additional information. Section h4: correction. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 18.5" of the distal portion of the patient's driveline (dl) was replaced. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii lvas and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all system controller alarms (including low speed advisory alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low speed advisories while connected to the power module. On (B)(6) 2019 manufacturer technical services was onsite for a percutaneous lead repair. The entire external portion of the percutaneous lead was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms occurred a couple hours after the repair was completed. The patient was being maintained on a no ground cable and battery power. No further information was provided.